Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 53 found in the pump history due to software error. The insulin pump was programmed with the current time and date, .025u basal rate, 1.0u active insulin and monitored for several days; no unexpected pump reset settings or active insulin cleared noted. The insulin pump had minor scratched lcd window, scratched case and pillowing keypad overlay.